Event description:
As reported by the user facility: reason of complaint: rn about to check for blood return (for chemo infusion) from lower port where syringe line screws in. Noted that the inner tubing had cracked. Other rn described the inner tubing as "eating into the rubber of the port". Please note blood in the line occurred when IV fluids were stopped - no pressure from IV fluid caused blood to backflow.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.